Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited premature battery depletion behavior. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.